Manufacturer narrative:
Investigation findings: 1. Sample inspection: retained samples from the reported lot numbers (24b07901 & 23b14503) were visually and manually examined. No defects were found. 2. Production analysis: a manufacturing issue was identified¿during production of lot 24b07901, a tool crack occurred, leading to a small number of defective products potentially entering normal production. This was not detected in the subsequent quality checks. 3. Quality control review: training records confirmed personnel were properly trained, and inspection processes were in place. However, in-process inspections may have missed the defects. 4. Corrective actions: steps were taken to prevent similar issues, including: ¿ retraining staff on inspection and handling of potential defects. ¿ enhancing inspection methods, requiring personnel to use both visual and tactile checks. ¿ implementing better tracking when abnormalities occur in production. Conclusion: the root cause was traced to the tool crack in lot 24b07901, which led to defective products being released. Quality control failed to detect these during inspection. The company has committed to improving inspection protocols and monitoring product quality more closely. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919

Event description:
To date, no additional patient or event details have been received.

Event description:
End user states he received a new hm16 box and "he prepped it per ifus and did not use it to cath himself with but wanted to see if this same defect was occurring in a different lot as well." He only tested 1 from this box. He said he felt the eyelets with his hand and noted that yes "it seemed somewhat affected" feeling roughness along eyelets but not as bad as others he felt in the past of the lot as previously reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.